Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive layer was found to contain visible pinholes, the adhesive was peeling badly, and the light guide lens was found to have missing glue. The service repair technician team assessed the condition and determined that the issue was most likely due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.